Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post-op follow-up of an asymptomatic patient, the atrial lead was found to be dislodged. Lead revision was attempted but unsuccessful; after multiple repositioning attempts, the lead's helix would no longer retract. The lead was explanted and successfully replaced. The patient would continue to be monitored.